Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.

Event description:
It was reported that dr performed a primary total hip on pt in 2008, and revised cup only at approximately 2 months later. The acetabulum and cup had same characteristics as previous ones reported. There was no infection and no metal sensitivity present. The cup was pulled out with a rongeur.